Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's current blood glucose value was 400 mg/dl. Customer reported that they are not able to see the doses of insulin which they delivered. Customer stated that they took cortisone injection that morning in the knee. Customer stated that the last insulin delivery with inpen prior to high blood glucose event was 6.5 units plus an additional 3 units. The inpen will not be returned for analysis.